Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. Customer cleared the alarm and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.